Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle there was foreign matter in the barrel of the syringe. The product was not used. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it¿s noticed that foreign matter in the barrel after unwrapped the package defected product was not used.

Manufacturer narrative:
Investigation: bd has been provided with a photo and a sample for catalog 301948 lot 1801214 to investigate for this record. Visual inspection of the photo and returned sample identified a hair between inside the syringe, outside the fluid path. As a result, bd was able to verify the reported issue.the hair was lost most likely due to a failure to perform any practice of gmp, or neglect, as part of some raw materials. DHR showed no indication of the alleged defect.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle there was foreign matter in the barrel of the syringe. The product was not used. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it¿s noticed that foreign matter in the barrel after unwrapped the package defected product was not used.